Event description:
The customer stated that she went to the emergency room twice in the past two weeks for high blood glucose. The blood glucose reading was 591 mg/dl on the second event. The customer stated that the insulin pump has been having a blank screen and has been alarming no delivery during bolus attempts. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer did not feel comfortable with the insulin pump and wanted it replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.